Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified a crease fold, to be underweight and an opening. A microscopic analysis was performed which identified a sharp crease opening on the posterior and have non-penetrating nick. Based on the device analysis the final assessment is: -a crease sharp opening on posterior due to a fold flaw opening. -non-penetrating nick.

Event description:
Patient reported not enough milk production, side unspecified. Patient additionally reported having experienced nipple discharge, side unspecified. Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17-jul-2013 and 16-apr-2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not enough milk production" and "nipple discharge", rupture the events of "not enough milk production" and "nipple discharge" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported not enough milk production, side unspecified. Patient additionally reported having experienced nipple discharge, side unspecified. Healthcare professional reported a right side rupture. Device has been explanted.